Manufacturer narrative:
On 02/10/2009, the pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient fell in 2008 and experienced increasing pain afterward. The patient felt no pain relief with high medication doses. The hcp decided to replace the pump due to low battery. At explant, the hcp discovered that the catheter was broken at the pump connection site. The entire drug delivery system was replaced. The patient outcome was reported as 'no injury, recovered without sequela'.